Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 24 ,2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331, 213, 67) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 3331 - analysis of production records investigation finding: 213 - no device problem found investigation conclusions: 67 - no problem detected the actual sample was inspected upon receipt and found no anomaly such as breakage. After being rinsed and dried, the sample was tested for oxygen transfer and carbon dioxide removal performance in accordance with the product inspection protocol. The investigation result showed that the gas exchange performance of the rinsed actual sample met the factory's control standards. No anomaly was found in the manufacturing records. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739 - gas exchanger. Health effect - impact code: 1802 - death. Health effect - clinical code: 1779 - coagulation disorder. Medical device problem code: 1670 - use of device problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator had failed to oxygenate the patient. Oxygenator was not oxygenating the patient based on gas samples. The issue happened on bypass about 20- 30 minutes into bypass run, emergently went on ECMO from bypass. Switched 02 tank to oxygenate the patient but still was not oxygenating & they decided to proceed to ECMO. Per clinical specialist, the patient had expired post-operatively in the ICU, and the product malfunction didn't cause the patient expiration. The patient was very sick and had a CABG surgery done at another hospital and was transferred to (B)(6) hospital as a result of her bypass grafts clotting off. This event reveals that this patient had some underlying coagulation issues. She was rushed to (B)(6) and placed on v-v ECMO with also an impella pump. She had been hypoxic for quite some time. She was cannulated femorally and in the neck for v-v ECMO, with poor flow of 0.7l/min at 3400rpm and poor venous drainage. CPR was started for approximately 30 to 40 minutes. Another cannula was inserted to attempt conversion to v-a ECMO. A decision was made to rush to the or and crash on full cardiopulmonary bypass from ECMO. Methylene blue had been given to the patient in the ICU. A heparin loading dose of 20,000 iu was given to the patient right before bypass as CPR was being administered and a poor flow of 0.7 l/min was circulating through the ECMO device. The heart lung machine and fx25 oxygenator were connected to existing ECMO cannulas in place. The act value was 603 seconds with a hepcon value of 3.5mg/kg initially. A cdi system was used for blood gas analysis, with blood gas samples going to a stat lab. A few minutes after bypass initiated, a stat lab blood gas revealed the following: 5:42pm: ph 7.10, pco2 72mmhg, po2 302mmhg, be -7, art sat 99% hgb 7.4, 4 l/min blood flow, fio2 100%. The cdi started to trend downwards in terms of the po2 and another blood gas was sent to the stat lab at 6:13pm: ph 7.05, pco2 63mmhg, po2 66mmhg, be -12, art sat 82% hgb 6.9, fio2 100%. A decision was made to switch to an oxygen tank for 100% o2 supply to the oxygenator, and a blood gas at 6:28pm revealed a po2 of 46mmhg. Anesthesia did not empty the urine bag, so no urine production was recorded during the bypass run. It was decided to go back to v-a ECMO from full cpb, but now with 2 venous cannulas in place for improved drainage. Good flows were realized on v-a ECMO of 4 l/min, svo2 of 60-70%, and a po2 of 410mmhg on arterial blood gas. Per perfusionist, the act values were above 480 seconds for the pump run. However, the hepcon heparin blood concentration values for this case steadily declined during the bypass run: initial after loading dose heparin 3.5 mg/kg, 5:59pm 2.5 mg/kg, 6:20pm 1.5 mg/kg. Heparin amounts of 5000 iu each were given at 6:11pm and 6:23pm. Additionally, the perfusionist flushed the oxygenator out with prime after v-a ECMO was re-established and full cpb was terminated, to check for clots. Her observation was that there were no clots evident. However, this was on a macroscopic level. The product was not changed out. The surgery was not completed successfully. The patient expired.